Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided data included the pacing impedance trend curve, demonstrating a decrease from initially around 900 ohms to 350 ohms in april 2018, with a subsequent gradual increase to 450 ohms until october 2018. The measured values during the pacing impedance tests from the 13th of october 2018 showed values >3000 ohms for configurations with included lv2 ring and lv4 ring. Furthermore, the iegms showed artefacts on the left ventricular channel, leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation.should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - home monitoring reported pacing failure on this lv lead. Noise was present with a suspicion of damage. Reprogramming of the device was performed. It was reported that there may be a lead reposition planned.